Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger, product ID: 37791, serial#: unknown, product type: recharger, product ID: 37751, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient noticed that it took the implantable neurostimulator (ins) longer to charge up and then, implantable neurostimulator recharger (insr) stopped working because the icons on the screen were so dim, she could barely see anything. The recharger antenna was marked in error, recharger screen issues, and the screen faded. During the report, the patient reset the insr, but the issue didn't resolve. The desktop charger (dtc) was checked, the green light was coming on, the connector pin looked fine, and the white arrows lined up on the dtc and the ins when the insr was plugged in. The patient was unable to charge the ins, the ins depleted and shut off, and she has been out of therapy for 4 days. According to the patient, she didn't notice too much of a difference, but as time went on, she really noticed the difference and the return of symptoms. There were no further complications or anticipations reported with this event.